Event description:
It was reported that a pump has no audio function. The customer stated there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. It was confirmed that the audio function was not present. Further eval identified that the absence of audio was due to a failed one watt speaker. All detection capabilities and functions performed as expected. At this time, the date of event is unk.